Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost more or less fifteen minutes into the procedure. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event. The patient was reportedly fully recovered.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost more or less fifteen minutes into the procedure. The procedure was not completed due to same device unavailable. There were no patient complications reported as a result of this event. The patient was reportedly fully recovered.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no forceps marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, the image was disrupted. The device remained stationary while plugged in for camera data collection. Three minutes in, no image was displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/plastic optical fiber (pof) potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this problem. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.